Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that there are inaccuracies in the insulin on board (iob) calculation where the pump is showing iob remaining past the preset duration of iob despite no additional boluses given. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings (insulin on board) issue.